Event description:
The customer provided info that during a pta for av fistula, the balloon ruptured and separated into two segments. Unfortunately, the inflation pressure was not reported. An arteriovenous fistula was noted, but there was no angulation. The physician stated that there was a little vessel calcification, but some calcifications in arteriovenous doesn't make trouble during pta for av fistula. A connecting tube was not used. Info was provided on february 20, 2007, that the physician made a simple incision and removed the damaged product.

Manufacturer narrative:
Evaluation: an examination of the returned used and damaged device confirmed a longitudinal rupture of the balloon was present, extending the entire length of the balloon, with a circumferential tear at the distal tip. The tip material was returned, separated from the main shaft in an elongated state. In addition, a section of balloon material was attached to the tip material, measuring in its current state, approx 5mm in length. The rated burst pressure on the label, as well as the device, informs the user not to exceed 15atm; as rupture may occur. Unfortunately, the customer was unable to provide info regarding the amount of atm applied. We can advise that we are aware of the potential for occurrence if the device is inflated in a heavily scarred area of the vessel or possibly placed in a restricted vessel where calcification is present, or over inflated, which may contribute to this situation. We suggest using a pressure gauge to monitor inflation pressures. We have notified the appropriate personnel and will continue to monitor this product.